Event description:
The device was implanted in 2005. Approx three months post-op dislocation occured. Whent he surgeon did manipulation on february 2006, the bipolar separated from the metal head. Device was revised in 2006.